Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Event description:
It was reported to boston scientific corporation that an advantage was used during a procedure performed on (B)(6) 2013. According to the complainant, upon cystoscopy, bladder perforation was noted. The procedure was completed with this device. No information is known about the patient's condition at the conclusion of the procedure. Several attempts to obtain additional information have been unsuccessful.